Event description:
Report from (B)(6) indicates a plate broke post operatively. In (B)(6) 2010, patient was diagnosed with gum infection and an xray revealed the plate had broken into 2 pieces. Implants were removed.

Manufacturer narrative:
Device was used for treatment. Date of awareness reported as 2011. Additional product code dzl applies to this event. Date of implant reported as (B)(6) 2010. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitute a systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. Device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.